Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) ti lcp(tm) distal femur plate 11 holes/276mm-left. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The returned broken lcp - df plate was directly forwarded by the patient lawyer to rms foundation for technical evaluation. The statement below is a summary of their investigation. The distal part of the femur plate was chosen to be examined using the sem. The fracture initiation was identified to be originating from the front side near hole 6 propagating to the back side (towards the bone). A partial destruction of the fracture surfaces (abraded and shiny areas) was observed on both sides of the failure, supposedly caused by the fractured plate parts, which were rubbing against each other after the failure occurred. At higher magnification, fatigue striations can be observed at the crack propagation zones and a sizeable area of the entire fracture surface. Each striation represents the successive positions of an advancing crack front, originating from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue fracture. No evidence of material or manufacturing defects were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot part: 422.257 lot: 2568832 manufacturing site: bettlach release to warehouse date: 03.feb.2010 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. This non-conformance is not relevant to the complaint condition because, a rework was take place for the affected parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of postoperative plate breakage is unknown. This report is for one (1) unknown less invasive stabilization system (liss) plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is attorney. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the unknown synthes less invasive stabilization system (liss) plate, that was implanted on (B)(6) 2014, was broken postoperatively on an unknown date. It was unknown how the breakage was discovered. It was unknown if there was patient harm. It was unknown if the patient underwent revision. This report is for one (1) unknown less invasive stabilization system (liss) plate. This is report 1 of 1 for complaint (B)(4).